Event description:
Customer is reporting a centrifuge bowl leak/break. Name and function of complainant: same as reporter. Customer reported a damaged bowl noticed during the first cycle of the treatment. Customer stated that the bottom of the bowl came off. The treatment was not restarted. Service order# (B)(4) was dispatched for inspection of the instrument. Customer submitted photos for investigation and will return centrifuge bowl for investigation.

Manufacturer narrative:
A review of lot file b721 was performed. There were no nonconformance associated with this lot. This lot met all release requirements. A review of the complaint file for lot b721 was performed. There were no other centrifuge bowl leaks/breaks reported to date for this lot. No trends detected. So# (B)(4) feedback: the customer reported that the bowl broke during treatment. The centrifuge was not cleaned after the crash. A new centrifuge was required. Engineer successfully completed the checkout and repairs have returned this instrument to expected operation. The customer submitted photos and states they will return the centrifuge bowl for investigation. The centrifuge bowl has not yet been received. Therefore, the investigation is still in progress. Thus, it cannot yet be determined if this specific product met spec based solely on the info provided to date. (B)(4) has been opened to further investigate. This is an expected event, reduced as low as practicable within the accepted risk level. Potential improvements to continue to eliminate potential and contributing causes are conducted through the CAPA system. (B)(4).